Event description:
The caller stated that one 8dic was not connecting to the pts 8dct trach. The caller confirmed the pt replaced the inner cannula with a new one.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.